Event description:
The complaint is reported as: "rt attempted to pull the catheter back onto the needle while having it in the limb or they attempted to push the needle back through the catheter after attempting to advance the catheter into the vessel. The tip of the catheter broke off inside the patient. The patient was taken to surgery on friday. The surgeon found the 1.5cm long piece of catheter in the soft tissue adjacent to the radial artery. The patient has no further complications as a result of this incident." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "rt attempted to pull the catheter back onto the needle while having it in the limb or they attempted to push the needle back through the catheter after attempting to advance the catheter into the vessel. The tip of the catheter broke off inside the patient. The patient was taken to surgery on friday. The surgeon found the 1.5cm long piece of catheter in the soft tissue adjacent to the radial artery. The patient has no further complications as a result of this incident." The patient's condition is reported as fine.